Event description:
It was reported that 1/5 of the patient¿s symptom reduction had only been marginally effective since the patient¿s lead was placed in 1999 on the right s3. The patient¿s lead was replaced in (B)(6) 2000 with a new lead placed at left s3 because of pain with right sided stimulation. The right sided lead was not able to be removed. Therefore, the patient had a full left s3 lead and a partial right s3 lead in situ. The patient¿s implantable neurostimulator (ins) was replaced due to battery depletion. If additional information becomes available a supplemental MDR will be sent.

Manufacturer narrative:
Concomitant products: product ID 3080, lot # l69328, implanted: (B)(6) 1999, product type lead; product ID 3031, serial # (B)(4), implanted: (B)(6) 1999, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 1999, type extension; product ID 3080, lot # l69328, implanted: (B)(6) 1999, product type lead; product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2000, product type lead. (B)(4).